Event description:
During a lap cholecystectomy, the surgeon noted that the monopolar cautery suddenly stopped working. Surgeon noticed that the monopolar cable broke into two pieces and noted a small fire at the of the broken piece. No harm to patient.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.